Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer stated that the cannula was bent when the infusion set was removed. Troubleshooting was performed, and the insulin pump was programmed correctly except for the basal rates. Assisted with the correct basal rate programming. The customer did not feel like troubleshooting at the time of the call. Advised the customer to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.